Manufacturer narrative:
The investigation has determined that non-reproducible, higher-than-expected troponines results were obtained from multiple samples from one patient when using vitros troponinies (tropies) reagent lot: 6101 on a vitros xt 7600 integrated system. The assignable cause of the non-reproducible higher-than-expected patient sample results could not be determined. However, a likely cause of the event is pre-analytical sample processing as the higher-than-expected results from both samples were obtained after the first centrifugation of each sample. Expected results from each sample were obtained after the samples were re-centrifuged. In addition, pre-analytical sample processing cannot be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacturer recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this cannot be confirmed. There were no issues reported with the qc results obtained at the customer site, and no concerns were raised regarding the accuracy or precision of the vitros assay. A review of the customer historical qc results for vitros tropies lot: 6101 determined them to be within expectations. However, the customer does not process a control fluid with a troponini concentration at or below the url. Therefore, the performance of the vitros tropies reagent lot: 6101 at or below the url concentration of 0.034 ng/ml cannot be determined, and a reagent issue cannot be entirely ruled out as a contributing factor to the event. Within run precision testing indicates that the vitros xt 7600 integrated system was performing as expected around the time of the event. Therefore, an instrument issue can be ruled out as a contributor to the event. The customer reported that heparin was administered in the ER based on an initial vitros troponinies result of 0.421 ng/ml. A medical consult was submitted to an ortho medical safety officer (mso), who noted that multiple troponin results exceeded the diagnostic cutoff for ami, prompting unnecessary treatment. Repeat testing showed results below the upper reference limit, and no patient harm was reported. The mso explained that while heparin is used in acute acs management, it carries a risk of bleeding complications. In this case, no harm occurred, the medication was discontinued, and no long-term effects are expected. Therefore, the event does not meet criteria for a reportable injury. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropies reagent lot: 6101.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher-than-expected troponin es results were obtained from multiple samples from one patient when using vitros troponinies (tropies) reagent lot: 6101 on a vitros xt 7600 integrated system. Patient (B)(6), sample (B)(6) vitros tropies results of 0.421, 0.130 and 0.163 ng/ml versus the expected result of <0.012 ng/ml. Patient (B)(6), sample (B)(6) vitros tropies results of 0.096, 0.091 and 0.092 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher-than-expected vitros tropies result of 0.421ng/ml was reported from the laboratory. However, a corrected report of <0.012 ng/ml was later issued for the patient. Heparin was administered to the patient based on the reported result. There was no allegation of harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).